Event description:
It has been reported to co that during the procedure the tip of this device broke off and lodged in the coronary artery. The physician was able to retrieve the wire pt by the use of a snare. The pt is reported to be fine with no known complications. The device is being returned for co's analysis.